Event description:
It was reported to boston scientific corporation that the patient was implanted with a an obtryx transobturator mid-urethral sling system during a procedure on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced pain due to eroded mesh, additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.